Event description:
During maintenance of the pump system, one of the power supplies was observed to have a lower than specified output voltage. The power supply was replaced and the pump system functioned according to specifications

Event description:
During maintenance of the pump system, one of the power supplies was observed to have a lower than specified output voltage. The power supply was replaced and the pump system functioned according to specifications.